Event description:
It was reported that following a novasure procedure during an unknown event timing that the 39-year-old patient experienced a temporary tetraplegia and cerebral motor dysfunction persistence. The patient was treated for functional metrorrhagia and was previously treated with clip for tubal ligation. The novasure procedure was completed without any issue with the procedure time of 15 minutes under general anesthesia. After waking up from the procedure, patient presented a complete tetraplegia with progressive recovery of the motor functions. One month post the procedure, a cerebral motor dysfunction persistence of the left leg. Nothing was noted in the spinal MRI. Brain MRI and electromyogram is planned. No other information is available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.